Event description:
It was reported following a pump replacement 1 week prior the patient had different, increased pain. A catheter revision had been canceled on (B)(6) 2014 and was to occur on the day of report, (B)(6) 2014. It was noted that the catheter revision confirmed proper pump/catheter connection with another procedure the patient was having. The hcp was able to aspirate 1-2 cc from the existing catheter. The hcp revised the proximal portion of the existing catheter. The pump was used to infuse bupivacaine and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).